Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. Attempts are being made to obtain the following information. To date no response has been provided. Is there any future intervention planned to retrieve the broken needle from the patient, including surgical intervention or re-suturing? Did the broken needle remained in patient? Was x-ray performed to locate the broken needle? What was done to locate the needle? What is the patient current status?

Event description:
It was reported that a patient underwent a septo-rhinoplasty on (B)(6) 2021 and suture was used. During the procedure, the needle pulled off the thread and fell in the patient's nostril. The surgeon could not retrieve it and did not see it in the aspiration pot. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 05/17/2021 h6 component code: g07002 - no device problem found. Additional information: h6, d9 h3 evaluation: h3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned devices. Visual analysis of the returned sample revealed that seven unopened samples of product code f2830 were received for evaluation. Visual inspection of the unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage was noted. A functional test was performed using an instron and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: does the needle currently remain retained in the patient¿s nostril? If yes, please provide specifics on why the surgeon believes the needle remains in the patient¿s nostril. As indicated in the description : the needle pulled off the thread and fell in the patient's nostril. The surgeon could not retrieve it and did not see it in the aspiration pot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 expiration date, h4, h6. A manufacturing record evaluation was performed for the finished device batch peh800, and no non-conformances were identified. Additional information was requested and the following was obtained: did the broken needle remained in patient? Yes but not localized in the patient is there any future intervention planned to retrieve the broken needle from the patient, including surgical intervention or re-suturing? No. Was x-ray performed to locate the broken needle? No. What was done to locate the needle? Visual search. What is the patient current status? The patient left the facility. Please specify what exactly product code involved in this event: the correct impacted product is f2830, lot peh800. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the previously reported additional information of: ¿did the broken needle remained in patient? Yes but not localized in the patient ¿ does the needle currently remain retained in the patient¿s nostril? If yes, please provide specifics on why the surgeon believes the needle remains in the patient¿s nostril. Please clarify: it was initially reported that the needle pulled off the suture. Did the needle also break? If yes, was more than half the needle retained in the patient? What was the size of the needle used? (B)(4). Date sent to the FDA: 4/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d3, d4 catalog, g1.